Manufacturer narrative:
Additional device product code: hrs. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent the revision surgery on (B)(6) 2011 to replace the one broken screw. However after that treatment the patient presented again with non-union and pain was still not resolved. It has therefore become necessary for the patient to undergo reoperation on (B)(6) 2012 and which consisted of removing the fixation of the left tibia, debriding the false joint (pseudarthrosis) of the bone and adding fresh frozen allogeneic bone grafts (no synthes product), stabilizing with the synthes lcp plate with help of dynamic screws. This report address the second revision surgery performed due to non-union and pain. The first revision due to one broken screw has been captured under linked complaint (B)(4). This is report 4 of 5 for (B)(4).

Manufacturer narrative:
It is unknown if the two cortex screw were replaced or implanted during the revision surgery performed on (B)(6) 2011; as such implant date is either (B)(6) 2011 or (B)(6) 2011 and explant date is either (B)(4) 2011 or (B)(6) 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent the revision surgery on (B)(6) 2011 to replace the one broken screw.

Manufacturer narrative:
Additional device product code is jds. Additional patient code (B)(4) was added for revision surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no report of damage or breakage associated with the locking compression plate and screws explanted during the revision surgery.